Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection found that the tubing was sealed, just above the luer lock. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an operator error during the manufacturing process that resulted in the packaging machine sealing the tubing. In order to address this condition, a mechanism that detects tubing caught by the packaging machine was installed, and involved operators were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo luer activated set appeared melted. The reporter stated that ¿the lower part from the luer connection came apart from the other part of the tubing¿. There was no patient involvement as this occurred before patient use. No additional information is available.